Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, for two pacemaker the rv auto-threshold curves from remote monitoring report do not correspond to the same curves received during device interrogation. Borea dr (B)(4) in the pdf report provided on the smartview web on 07 february 2023 a threshold value of 1v and the output value at around 2.25v is displayed. While on the programmer a threshold of 1.5v and the suggested output of 3v is displayed in the auto-threshold curve.

Manufacturer narrative:
H11. Corrections: b5. Describe event or problem corrected to focus on the concerned device only g3.3 date received by manufacturer changed to (B)(6) 2023 since manufacturer response to FDA request was sent please refer to the attached analysis report analysis synthesis: the apparent mismatch is due to the fact that the rv auto-threshold curve on the programmer displays four measurements per day, whereas the rv auto-threshold curve on the remote report displays a single point corresponding to the averaged value of four measurements per day. There is no issue with the device nor the remote monitoring website. Both behaved as specified.

Event description:
Reportedly, the rv auto-threshold curves from remote monitoring report do not correspond to the same curves received during device interrogation. In the remote monitoring pdf report on (B)(6) 2023 a threshold value of 1v and the output value at around 2.25v is displayed. While on the programmer a threshold of 1.5v and the suggested output of 3v is displayed in the auto-threshold curve.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Event description:
Reportedly, for two pacemaker the rv auto-threshold curves from remote monitoring report do not correspond to the same curves received during device interrogation. Borea dr 142gf1e5 in the pdf report provided on the smartview web on 07 february 2023 a threshold value of 1v and the output value at around 2.25v is displayed. While on the programmer a threshold of 1.5v and the suggested output of 3v is displayed in the auto-threshold curve.